Event description:
No device malfunction occurred. Surgeon error as doctor failed instructions to lag the volar ulnar fragment. A screw to capture the fragment was not used, resulting in a loss of fixation. Implanted (B)(6) 2010. Revision surgery (B)(6) 2010 with a plate.